Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that air leaked from the portex® pvc, reinforced, endotracheal tube intermittently during use. A leak check was not performed prior to use. This incident occurred during an operation. The doctor kept using this device by continuously filling with air. No adverse event was associated with this event.